Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an introducer needle and a raulerson syringe. Microscopic examination of the needle hub revealed several longitudinal cracks, the largest of which was 9 mm and extended from the top edge down to the tapered area. A manual leak test was performed and leakage was observed through several of the cracks. A device history record review was performed with no relevant findings. The probable cause of this issue could not be determined. Further investigation has been initiated with the spec developer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency room. During insertion, the physician noticed there was a crack in the hub of the introducer needle so it was impossible to use. As a result, a new kit was opened to complete the procedure successfully. There was no delay in treatment and no patient death or complications reported.